Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally announced a duplicate meal on the ilet, following a recent full supply change, and subsequently experienced prolonged hyperglycemia confirmed by a fingerstick of 505 mg/dl before later transitioning to hypoglycemia reported at 51 mg/dl. This was characterized as an improper or incorrect user procedure involving the user interface. Symptoms included hyperglycemia followed by hypoglycemia manifestations, including slurred speech. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to an unintended use error, specifically failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.